Event description:
The advocate stated the customer took her normal dosage of metformin both before and after dinner. After taking the medication, the customer received a blood glucose reading of 55 mg/dl using her contour meter. The customer went to the hosp where her blood glucose tested at 479 mg/dl. She received treatment, which lowered her blood glucose to 121 mg/dl. No other info was provided about the event. The customer declined to troubleshoot and ended the call. No product will be returned.